Manufacturer narrative:
Product analysis: it was found that the connector had not broken off. The connector's nut was found to have become separated from the connector, and the connector had recessed into the body of the epg. The connector assembly was reassembled. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular lead connector had broken off of the external pulse generator (epg). The programmer was returned for service. There was no patient involvement.